Event description:
Event description cpi received information that during a routine follow-up visit, this implantable cardioverter defibrillator (ICD) was interrogated at which time a message was displayed indicating that the device was turned off with the application of a magnet. The patient had undergone a stress test several days prior and although the patient instructed the health care professional not to place a magnet over the device, the patient was uncertain whether or not a magnet was placed over the device.